Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ec38-i10l-us is available in the USA with a 510k number: k131855. The products was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, we the technician confirmed that the suction channel buckled, the control body corroded, the lg connector corroded, the remote control button(1) cut, the light guide cable cut, the objective lens scratched, the insertion flexible tube bump, and the u/d pulley wire rupture; however, they these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. Email: (B)(4).

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).